Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to initiate the application, and the monitor was showing black. Upon troubleshooting fse found that malfunctioning in the flex vision pc. To resolve the issue, fse replaced the flexvision pc, and hard drive, loaded the software, configured video ports and monitor layouts. The defective component was returned to philips for analysis and the defective component identified was the cmos battery. The failure mode was categorized as s64, indicating a battery charge/discharge issue, and the specific failure description noted that the cmos battery was non-functional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot to application. The system was being prepared for clinical use at the time of the reported event. The patient procedure was rescheduled. There was no reported patient or user harm. Philips has started an investigation of this complaint.